Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.5.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device was explanted. Patient had treatment medication singulair/accolate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade IV. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted.